Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event or determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's personal diabetes manager is failing to deliver the meal boluses that the patient has programmed, which is causing hyperglycemia. The patient stated that they input a carbohydrate amount along with their blood glucose level and then click confirm to initiate delivery. A review of the bolus history by clinical product support revealed only boluses corresponding to blood glucose levels. The patient declined to upload their device data logs for investigation.